Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.

Event description:
It was reported that applicator size is changing randomly in electron plans post saving and reopening. There was no report of mistreatment based on the available information.